Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. There weren't any motor error alarms noted. The insulin pump was unable to prime during the prime/compromised force sensor test and it was due to a faulty fsr (gold). The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, and a cracked case at display window corners.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during a bolus attempt. It was stated that the motor error alarms had been occuring frequently since april. The alarm would also randomly occur. The blood glucose reading was 214 mg/dl. The insulin pump had been dropped before. The insulin pump was not exposed to a strong magnetic field. The customer states they are able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump will be returned.